Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an ffr comet pressure wire connected to the occ cable. The tip, device shaft, sensor port and the coefficient values were examined for damage or any irregularities. The shaft showed 3 kinks located 38cm, 131.5 and 176.5cm from the tip. The tip showed a bend. There was coating peeled from the wire at the 131.5cm and the 176.5cm locations. The occ handle was connected to the ffr link for signal verification. The signal was not present as designed. The sensor port was inspected to verify that the sensor was connected to the fiber optic. It was noticed that the sensor was in the correct location in the sensor port. The wire was gently moved back and forth to see if the sensor would move. The sensor did not move which verifies that the fiber optics were connected to the sensor. The proximal end of the wire was inspected for any fiber optic cracks or damage and that is was polished correctly. The wire end showed no damage. The guidewire tip was removed to view the sensor and to verify that the sensor was not cracked or damaged. No damage was noticed on the sensor. The occ handle cap was loosened to remove the wire. There was no issue with removing the wire. The sensor port showed no residue of body fluids. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported a pressure signal issue occurred. During preparation of an ffr procedure and outside the patient, a comet pressure guidewire was used and was not able to connect to the ffr link. The procedure was completed with another of the same device. No patient complications were reported in relation to this event. However, device analysis revealed peeled coating.